Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to low blood glucose of 22mg/dl. The customer stated that his glucose level dropped because he did not eat and did not check his sugar level prior to sleeping. The customer stated that he was not maintaining his sugars correctly. The customer also stated being hospitalized on other occasions and the most recent was a month and a half ago. Advised the customer to monitor his glucose level and follow his doctor's instructions. No further info was provided.